Event description:
A customer returned a ventilator to an authorized service center for the MFR's required preventive maintenance. The customer made no allegation of device malfunction or pt harm. During the planned preventive maintenance, the ventilator failed to relieve pressure at the set high pressure limit. The device's high pressure limit potentiometer was replaced to correct the problem. The MFR is currently investigating the root cause of the potentiometer malfunction and will file a follow-up report when the investigation is completed.